Manufacturer narrative:
H3: product analysis # (B)(4), product: 9560524, item:10, lot no:my20e001 analysis confirmed that deformation of the handle screw threads was observed during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, service & repair regarding a flex arm having spinal therapy. It was reported that there was a decreased function in rotating disk for the instrument. There was no patient involvement reported. There were no further complications reported regarding the event.